Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information available. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in an over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the end user had a training issue. The supply lines were not connected properly. There was no reportable malfunction.